Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted that imaging was difficult. Two clips were implanted without issue. A third triclip (tcds) was prepared and advanced into the anatomy. After moving the clip into the ventricle, the clip became tangled in one of the leaflets. There was stress on the tcds. The clip was inverted and intended to get back into the atrium. It did so, but due to the stress caused by getting tangled, the clip shifted very quickly into the atrium in an inverted position. After pulling the clip back into the atrium, the clip would not close. The arm positioner did not work and the atraumatic tip pierced through one of the clip arms. Then the tcds was slowly pulled back into the guide to dock the clip onto the guide to retrieve the whole setup together. The clip docked itself to the guide tip in an inverted manner which caused some deformation to the soft tip of the tsgc. The guide together with the clip docked on its tip was then slowly removed out of the groin. The clip however due to its inverted position got stuck in the vena femoralis. Vascular surgeons performed a cut down and retrieved the inverted clip. The patient was stable with no damage to the valve or the vena cava. The first two implanted clips were also undamaged and undisturbed and are implanted stable with a reduction of tr to grade 3.

Manufacturer narrative:
All available information was investigated, and the reported broken actuator coupler was confirmed via device analysis. The reported loose arm positioner was not confirmed via device analysis. The reported difficult to remove from anatomy, difficult imaging, clip close inability, unintended movement, and difficult to remove could not be replicated in a testing environment. Additionally, the l-locks were observed to be scratched, bent, and broken. The actuator mandrel was observed to be bent and cracked. The lock line was observed to be broken, the harness was observed to be deformed, and the clip cover was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported difficult to remove from anatomy associated with the clip becoming tangled in the leaflets and difficult to remove clip from guide were due to procedural circumstances. The reported broken coupler was likely due to stress in device and troubleshooting to free clip from leaflets. The reported unintended movement was a cascading event of the reported clip tangled in leaflets. The reported clip close inability was likely due to the broken coupler. The reported loose arm positioner was likely due to procedural circumstances. The reported difficult imaging was due to patient anatomy. The observed scratched, bent, and broken l-lock tabs and bent and cracked actuator mandrel were likely due to stress in device and troubleshooting to free clip from leaflets. The cause of the observed broken lock line and deformed harness were unable to be determined. The observed torn clip cover was due to procedural circumstances. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted that imaging was difficult. Two clips were implanted without issue. A third triclip (tcds) was prepared and advanced into the anatomy. After moving the clip into the ventricle, the clip became tangled in one of the leaflets. There was stress on the tcds. The clip was inverted and intended to get back into the atrium. It did so, but due to the stress caused by getting tangled, the clip shifted very quickly into the atrium in an inverted position. After pulling the clip back into the atrium, the clip would not close. The arm positioner did not work and the atraumatic tip pierced through one of the clip arms. Then the tcds was slowly pulled back into the guide to dock the clip onto the guide to retrieve the whole setup together. The clip docked itself to the guide tip in an inverted manner which caused some deformation to the soft tip of the tsgc. The guide together with the clip docked on its tip was then slowly removed out of the groin. The clip however due to its inverted position got stuck in the vena femoralis. Vascular surgeons performed a cut down and retrieved the inverted clip. The patient was stable with no damage to the valve or the vena cava. The first two implanted clips were also undamaged and undisturbed and are implanted stable with a reduction of tr to grade 3.